Manufacturer narrative:
The device was returned to the manufacturer for evaluation following the reported malfunction. Visual examination confirmed that three stabilization rods had fractured, resulting in detachment of the prosthetic component from the socket. The manufacturer's investigation included review of the returned device, device configuration, and engineering analysis. The investigation determined that the device had been installed in the reverse orientation. Engineering analysis and simulation demonstrated that reverse installation altered the load distribution within the assembly, resulting in forces that exceeded the design limits of the stabilization rods and contributed to their fracture. The manufacturer concluded that reverse installation contributed to the device failure. Review of production and investigation records did not identify evidence of a manufacturing nonconformance associated with the returned device. Although no injury occurred, the malfunction had the potential to result in serious injury due to unexpected loss of prosthetic support if it were to recur. The affected device was retained for evaluation and subsequently scrapped after the investigation was completed. The prosthetist declined a replacement device. Corrective and preventive actions include revisions to the instructions for use, installation guidance, product labeling, and training materials to more clearly communicate the required installation orientation. As a precaution, existing customers were contacted to verify correct installation of devices currently in service. A design modification affecting the stabilization rod configuration had already been initiated before this event and therefore no additional design change was initiated as a direct result of this complaint.

Event description:
On (B)(6) 2026, while the patient was ambulating with the prosthetic device, three stabilization rods sheared, resulting in mechanical failure of the attachment mechanism. The failures caused the prosthetic component to detach from the patient's socket, resulting in loss of device function. The patient fell following the device detachment. No injury was sustained, and no medical treatment or intervention was required. The prosthesis could not be used following the event. Although no injury occurred, the malfunction had the potential to result in serious injury due to unexpected loss of prosthetic support if it were to recur.